Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a contrast issue with her onetouch ping meter display. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged meter display issue began. The patient informed the cca that she manages her diabetes with insulin (self adjuster). The patient reported that on more than one occasion she self-administered too much insulin because, she could not see the screen properly. The patient claimed she developed symptoms of feeling confused, shaky and had difficulty walking. It is not known what medical treatment, if any, the patient received in response to the symptoms. At the time of troubleshooting, the cca noted that the alleged meter display issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue started.